Manufacturer narrative:
The complaint is being cancelled as it has been opened in error. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Event description:
The complaint is being cancelled as it has been opened in error.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) customer called stated they have a cardiosave they would like serviced. It has a message stating ¿iabp may require maintenance¿. The unit is on a patient and running as expected. Caller has no other information about the pump or patient. I reviewed the below information about the message and customer states understands and would like the fst to contact them for service. Iabp may require maintenance; iabp internal self-checks have detected a condition that may require service. 1 if available, switch to another maquet iabp and contact maquet service for system diagnosis. 2 if another maquet iabp is not available, verify iabp functionality and continue use. Once iabp use is discontinued, contact maquet service for system diagnosis.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.